Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the exeter stem in a male patient has allegedly fractured. The patient was walking his dog and had a sudden onset of pain in the thigh. He presented to a&e and was seen by the surgeon on (B)(6) 2015 and is due to be revised on (B)(6) 2015. The date of the original implant was (B)(6) 2008.

Manufacturer narrative:
An event regarding stem fracture involving an exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection: the stem fracture occurred through the neck, approximately bisecting the superior prehension hole. The femoral head remained locked on the stem trunnion. The fracture originated within the inner wall of the prehension hole and propagated medially. The stem had areas of surface material damage along all sides of the medial surface. These indications were likely a result of third-body damage and micromotion effects due to cement mantle breakdown. This process was unrelated to the fracture observed through the prehension hole. All sides of the stem had areas of explantation damage. The material analysis report concluded: - the exeter stem fractured in fatigue with the origin on the inner wall of the superior prehension hole. There was evidence of material damage likely due to cement mantle break-down on the stem unrelated to the fracture. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the medical records by a clinical consultant concluded that a persistent bone spike after femoral neck resection during primary arthroplasty in 2008 with additional excessive anteversion of the exeter stem and a relatively low cup anteversion contributed to bony impingement between femur and acetabulum causing an overload condition in the arthroplasty and ending in a fatigue fracture of the stem neck. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review of the medical records by a clinical consultant concluded that a persistent bone spike after femoral neck resection with additional excessive anteversion of the exeter stem and a relatively low cup anteversion contributed to bony impingement between femur and acetabulum causing an overload condition in the arthroplasty and ending in a fatigue fracture of the stem neck. No further investigation for this event is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that the exeter stem in a male patient has allegedly fractured. The patient was walking his dog and had a sudden onset of pain in the thigh. He presented to a&e and was seen by the surgeon on (B)(6) 2015 and is due to be revised on (B)(6) 2015. The date of the original implant was (B)(6) 2008